Event description:
A health care facility reported an adc meter reading of 60mg/dl as compared to a laboratory reading of 30mg/dl obtained within 10 minutes. The facility reported that they user several dozen precision xceed meters in their hospital, it is unk which meter this particular readings comparison was obtained and therefore, no specific adc serial number was reported. When plotted on the parkes error grid, the results fell within the 'c' zone showing the difference in values to be clinically significant. There was no report of death, adverse event or mistreatment associated with this report.

Manufacturer narrative:
(B) (4). This is an initial report. The product has been requested back for investifation and a final report will be submitted if product is received and the investigation is complete.